Event description:
Reporter indicated a patient was seen in the hospital emergency room due to increased seizures. The patient had had 3 seizures in a 24 hour period prior to going to the emergency room. The patient was not admitted to the hospital at the time of the initial report.attempts for further information from the treating neurologist are in progress.

Event description:
All attempts to the patient's treating neurologist for additional information have been unsuccessful to date.

Manufacturer narrative:
(B)(4).